Event description:
Customer is a heavy user and has been using this device for close to 4 years. The customer now claims the device is a lemon. New information reported that the end user became stranded. No report of injury or ill effect.

Manufacturer narrative:
(B)(4) model tsxsp-cg, serial number/date (B)(4) is approximately 3 years, 11 months old. The owner's manual part number 1143190, rev.f, (apr-08)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter of the event was contacted for additional information. It was learned the device has been repaired. The consumer's medical condition, stability and medication regimen are unknown. The malfunction has not been confirmed.